Event description:
It was reported that the user received a notification that the insulin infusion set had expired, and during guidance for a supply change the user noted a sensor glucose of 62 mg/dl and treated with oral glucose tablets. Symptoms included hypoglycemia without reported loss of consciousness or need for medical intervention. Outcomes included self-treatment with oral glucose and intention to resume the infusion set change once glucose returned to range. Investigation included user counseling on supply change procedures and monitoring of glucose after treatment. Investigation of this case revealed no device malfunction reported and no component failure identified, with the event characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.